Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016 to report that on (B)(6) 2016, the patient was not receiving high or low alerts from the g5 mobile application after an ios update. No additional patient or event information is available.